Event description:
It was reported that patient needed assistance changing programs and was not being able to adjust stimulation. The patient already got the program changed and saw the program with the checkmark to verify that it was active and they needed help with increasing the stimulation. The patient had tried to increase stimulation to feel it and know where they should set it at, but they couldn't get it to increase for some reason. The stimulation was on program 4 set at 3.5v and the implantable neurostimulator (ins) icon was showing that stimulation was off. The patient was walked through turning stimulation back on and wanted to change to program 3, set at 1.7v. The patient usually did this with their daughter and tried to do it by himself today and didn't know what happened. Later that day, the patient reported that the patient now was getting the blank thing again that said it was not on. The patient was trying to change programs and had problems just today using the patient programmer. The patient was now on the program they wanted and was able to increase the amplitude and the issue was resolved. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but was working with their hcp or manufacturer representative. The patient would have an appointment on (B)(6) 2015.

Event description:
Additional information received reported that the patient did not have concerns with their device or therapy and received assistance from their health care provider (hcp) or manufacturer representative and their concerns were resolved.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0qhuj, implanted: (B)(4) 2015, product type: lead. (B)(4).